Event description:
It was reported by the affiliate that the (1) h3tuv was used during a left "emycolectomy" procedure. It was reported that this was a brand new device and did not work on the first use. Once the device was attached to the generator the device emitted a continuous bit. The case was completed with another device and with no pt consequence.